Manufacturer narrative:
The patient's samples from 17-aug-2018 and 20-aug-2018 were submitted for investigation where they were checked on both an e801 module and an e411 analyzer. Reagent lot 305652 was used on the e801 module and reagent lot 295258 was used on the e411 analyzer. The investigation was unable to reproduce the issue the customer observed between the e801 module and the e411 analyzer. The troponin t hs results from the (B)(6) 2018 sample were 12.9 pg/ml on the e801 module and 14.3 pg/ml and 12.61 pg/ml on the e411 analyzer. The troponin t hs results from the (B)(6) 2018 sample were 11.7 pg/ml on the e801 module and 12.0 pg/ml on the e411 analyzer. The results received during the investigation were plausible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The patient was initially tested for troponin t hs on a cobas e 411 immunoassay analyzer and the result was 10.3 ng/l. The customer measures all patient samples for confirmation on the cobas e801 module and the repeat result was 95.5 ng/l. The sample was repeated again on the e801 module and the result was 99.5 ng/l. Due to the difference in results between the 2 analyzers, the sample was repeated again on the e411 analyzer and the result was 10.3 ng/l. The results from the e411 analyzer are believed to be correct. Acute myocardial infarction has been ruled out for this patient. It is not known if the high results were reported outside of the laboratory. On (B)(6) 2018 a new sample was obtained and the result from the e411 analyzer was 10.0 ng/l. The repeat result from the e801 module was approximately 10 ng/l as well. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4).